Manufacturer narrative:
The subject device has not been returned to omsc but was returned to olympus (B)(4). Olympus (B)(4) sent the device to a third party laboratory for microbiological testing. As a result of the testing, no microbe was detected from the sample collected from the all channels and the distal end of the device. The testing result cleared the french guideline. The exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed that as a result of multiple microbiological testing by the user facility, following microbes were detected from the sample collected from the subject device. [First time; (B)(6) 2021]. -distal end: staphylococcus saprophyticus (3 cfu/endoscope). -unspecified channels: micrococcus lylae (3 cfu/endoscope). [Second time; (B)(6) 2021]. -distal end: staphylococcus aureus and bacillus sp. (The total cfu of the staphylococcus aureus and bacillus sp. Is >100 cfu/endoscope.) The device had been reprocessed with an olympus automated endoscope reprocessor model etd4 (not available in the USA), using peracetic acid. There was no report of infection associated with this report.

Manufacturer narrative:
This supplemental report is being submitted to provide additional information. The device inspection by olympus france.(ofr) confirmed followings; -electrical safety checks failed. -the light guide lens was chipped. -the adhesive around the lens at the distal end was porous. -the adhesive on the bending section rubber had peeled off. -there was a scratch in the instrument channel. Device history record review indicates that the device was manufactured and tested in accordance with all applicable procedures and met all final product release criteria. Olympus medical systems corp. (Omsc) confirmed that the device can be successfully reprocessed by reprocessing according to the device's instruction manual. The exact cause of the reported event could not be conclusively determined. However, omsc assumed that the reported event was caused by followings; -there was a difference between customers and olympus in how to reprocess the device. -bacteria were contaminated during culture test sampling. If significant additional information is received, this report will be supplemented.